Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the batteries were not lasting. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a broken battery compartment. Review of the event history log (ehl) did not record battery not lasting error. A functional test could not be performed due to a broken battery compartment as the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.